Manufacturer narrative:
(B)(4). Concominant medical devices: rd118852 ¿ m2a cup ¿ (B)(4); 11-173664 ¿ m2a mod head ¿ (B)(4). Reported event was confirmed by review of medical records noting patient experiencing pain and noise. Metallosis along with osteolysis of the greater trochanter and synovial fluid was found during the surgery. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03801, 0001825034 - 2018 - 03800.

Event description:
It was reported that patient underwent a left hip revision approximately 13 years post implantation due to metallosis, osteolysis, pain, noise and elevated metal ion levels. During the surgery, the head component was removed and replaced. Attempts have been made and additional information is unavailable at this time.